Manufacturer narrative:
The recipient was reportedly explanted due to decreased performance.

Manufacturer narrative:
UDI number: na.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was sliced at the electrode region as well as slices on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of a decrease in performance could not be verified during this analysis. The device passed all the tests performed. This older device configuration is not currently manufactured.